Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins). Patient reported discomfort and warmth at the pocket site. Infection was reported. Patient had a fever and chills. Patient claimed after she started charging, the pocket site got warm and she started to experience discomfort. She went to the hospital (B)(6) 2018. Patient experienced warm and discomfort at pocket site. She had draining and went to the hospital to get it cleaned out. The hospital cleaned out the pocket site and gave her antibiotics and told her to speak to her surgeon. The issue was not resolved at the time of the report. Patient's weight was asked but unknown. On (B)(6) 2018, rep reported that patient reached out to them over the weekend, indicating that the pocket site was oozing. Patient went to the ER and they cleaned out the pocket and gave her antibiotics. Patient saw a surgeon today and he intends to clean out the area and give her antibiotics. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the hcp cleaned out the infected pocket and replaced the battery. When he removed the battery, he noticed one of the leads was cut. Hcp and rep were uncertain when this happened. Patient has one working lead and one cut lead. On 2018-jun-07, rep reported that the serial number of the cut lead is unknown. The segment of the lead that was in the epidural space was left inside, and the part that was in the ins was removed. However, she will confirm with the hcp because the plan was to remove all the devices on (B)(6) 2018. The infection did not resolve even after the cleaning. That is why the hcp and patient decided to remove all the devices. Rep stated that she will confirm with the hcp about the explant, device return status and will provide further information. At this time she had no further information. No further complications were reported/anticipated.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the device was explanted and that the infection did not completely resolve after the explant. No further complications reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.